Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Surgeon reports patient a status post right anato hip replacement done (B)(6) 2015 now has an infection. Surgeon decided to remove all the implants and put in an antibiotic spacer. He decided to perform the procedure through the anterior approach. He carefully removed all the implants using osteotomes and an extraction tool. The hip was washed and a prostalac was made from the antibiotic cement wrapped around an accolade cm size 2 and a 36mm d liner. A head was impacted on the stem and the wound was closed.

Event description:
Surgeon reports patient a status post right anato hip replacement done 2/17/2015 now has an infection. Surgeon decided to remove all the implants and put in an antibiotic spacer. He decided to perform the procedure through the anterior approach. He carefully removed all the implants using osteotomes and an extraction tool. The hip was washed and a prostalac was made from the antibiotic cement wrapped around an accolade cm size 2 and a 36mm d liner. A head was impacted on the stem and the wound was closed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown x3 liner. Other devices listed in this report: cat # unk, lot # unk, description: unknown anato stem. Cat # unk, lot # unk, description: unknown delta head. Cat # unk, lot # unk, description: unknown trident. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device is sent to pathology per or protocol.